Event description:
Abbott point of care was contacted by a customer who reported that a patient was provided an anti-neoplastin treatment based upon a sodium result of 139 meq/l. According to the customer, a patient's sodium result has to be within a range of 133 to 146 meq/l to administer this treatment. That night (2007) following the treatment, the patient was admitted to the hospital. The patient's sodium result was 162 meq/ml. The patient was reported to be in the intensive care unit on two days later in a coma. Prior to the I-stat result of 139 meq/ml, the physician received and questioned a previous sodium result of 157 meq/ml from the laboratory's atech instrument. At that time, the physician requested a repeat analysis with a fresh sample on the I-stat system. The sodium result of 139 meq/ml by the I-stat correlated with the patient's presentation. The anti-neoplastin treatment is an experimental drug protocol known to increase the patient's sodium concentration. The exact characteristics of this drug protocol known to increase the patient's sodium concentration. The exact characteristics of this drug protocol are unknown to abbott point of care.